Manufacturer narrative:
(B)(4): evidence of rebooting was observed in the pump history. The pump was able to power on properly with vibratory and audible alarms. No damage was observed to the battery compartment. A test battery cap was able to fully tighten onto the pump. The pump was exercised for 24 hours and no power loss or rebooting was duplicated. The pump was opened and moisture was present in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.